Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the vein side of non-calcified and moderately tortuous left forearm shunt. The physician advanced the 5.0 x 40/40 cm sterling otw balloon catheter to the shunt and observed that the contrast medium was leaking at 6 atms on the first inflation. When the device was removed, a balloon rupture was noted. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).